Event description:
It was reported to philips that the system would not emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the reported issue occurred during the examination, which was cancelled. A philips field service engineer (fse) inspected the system on site and analyzed the log files, identifying errors in the high voltage circuit and filament current in the generator. To resolve the issue, the high voltage transformer and power inverter were replaced in the generator. After that, the system was returned to use in good working order and ready for clinical use. The power inverter evr and the hivo high-voltage transformer were returned for failure analysis, but no faults were found. The codes were updated based on the investigation outcome.